Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the capiox centrifugal control module's display error occurred. The customer rebooted the perfusion system, but failure was not canceled. The customer watched flow valued on central control monitor (ccm). As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded. Data logs were sent to the MFR on 09/12/2013 for further eval.